Event description:
On (B)(6) 2006 the patient underwent placement of a greenfield vena cava filter. On (B)(6) 2019 a computed tomography (CT) scan of the abdomen revealed the filter in the inferior vena cava (ivc) was present. The dome was located just superior to the junction of the renal veins with ivc. The filter struts diffusely bulge the ivc walls with posterior strut protruding 4mm posterior to ivc wall, abutting l2 vertebral body. All remaining struts show penetration. No further information is available at this time.